Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported the patient had not had their implant on for a while because it had not worked right since it was put in. The patient confirmed it¿s like it was shocking them. The patient stated they had met with a manufacturer¿s representative (rep) and healthcare professional (hcp) many times, but they still haven't gotten it figured out. No further complications were reported.